Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for needle broken due to unknown lot number. A review of risk management (B)(4) revision 13 indicates that the potential risk of this specific reported incident (syringe, needle broken) was captured and addressed investigation summary: customer returned photos of 3/10cc syringes. Customer states that the needle was found to be broken before use. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check for needle broken due to unknown lot number. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4) "on 18 aug 2020, (B)(4) received photo complaint. A visual evaluation of photo found (2) syringes with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringes. The needle assembly was not pictured. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. CAPA (B)(4) has been opened to address this issue."

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced device damage/deformation which was noted prior to use. The following information was provided by the initial reporter: the needle was found to be broken before use.